Manufacturer narrative:
Date of report: 09may19. Date rec¿d by MFR: 07may19. Information was received that the ventilator has been repaired and there were no parts replaced. Unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 05jun2019. A touchscreen was return for analysis. An investigation was performed and the customer complaint was duplicated, the touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 7dec2018. International UDI #(B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator touchscreen is not sensitive, and some functions can not be achieved. The field service engineer (fse) performed calibration to the device and it failed calibration. The event date was not specified; estimate used.